Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference - (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8110 needed to flash. Customer stated that he have a 8110 and he needed to know how to flash the unit. Walked the customer through the flashing process, I explain to the customer that he needed to highlight the 8015 and go to the select the edit button. When pressing the edit button you're going to come up to the master task list. Now in this list is where you're going to find the flash syringe. You're going to highlight flash syringe and add it to the task list. I explain to the customer now go back to the preventative maintenance highlight the 8015 and select flash syringe and press start. The customer ok and ended the call.